Event description:
(B)(6) clinical study. It was reported thrombus on the device occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2019 and the left atrial appendage (laa) closure procedure was performed on (B)(6) 2019. The patient was administered aspirin prior to the procedure. A 30mm watchman laa closure device was successfully implanted with a complete seal noted and a device diameter of 20mm. After the implant, the patient was started on clopidogrel. The patient was discharged from the hospital the same day. On (B)(6) 2019, the patient presented to the hospital for a 3 month follow up visit. A transesophageal echocardiogram (tee) was performed which revealed non-mobile thrombus on the atrial facing surface of the closure device. The maximum area of the thrombus was 0.4 cm squared. The laa seal was complete and there was no pericardial effusion noted.